Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device 1); an additional emdr will be submitted to represent the bard/davol composix kugel (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 1) and an unspecified composix kugel hernia patch (device 2). Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the unspecified 3dmax (device 1) and the unspecified composix kugel hernia patch (device 2). As reported, the patient's attorney alleges a general claim related to the 3dmax (device 1) and the composix kugel (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 1) and an unspecified composix kugel hernia patch (device 2). Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the unspecified 3dmax (device 1) and the unspecified composix kugel hernia patch (device 2). As reported, the patient's attorney alleges a general claim related to the 3dmax (device 1) and the composix kugel (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias, umbilical hernia, and incisional hernia thereby underwent laparoscopic inguinal hernia repairs with the implant of two 3dmax meshes (device #1 & #2) and open umbilical & incisional hernias with the implant of composix kugel mesh (device #3). Per operative notes, ¿on the left side found a direct inguinal hernia with a large cord lipoma. On the right side found a small indirect and direct hernia. Placed two 3dmax meshes (device #1 - left & #2 - right) on both right & left side. Tacked these to the pubic bone. Found a small umbilical hernia defect, just superior to this showed a large incisional hernia and a composix kugel hernia mesh (device #3) was then placed.¿ (B)(6) 2009 - patient was diagnosed with abdominal wall abscess thereby underwent incision and drainage with abdominal wall abscess, debridement into and including the subcutaneous tissue of abdominal wall. Per operative notes, ¿made an incision directly through the previous incision and was able to enter the abscess cavity and drain it out. Small pieces of residual suture from the previous surgery were seen. These were removed. Appears to be granulation tissue.¿ from (B)(6) 2009 - patient visited hospital for abdominal wall wound infection, necrosis, abscess. (B)(6) 2012 - patient was diagnosed with infected inguinal hernia thereby underwent exploratory laparotomy with the removal of mesh (device #2). Per operative notes, ¿inflammation in the right lower quadrant. An area of soupy purulence was encountered surrounding what appeared to be a 3dmax (device #2). The mesh (device #2) was excised. Mesh was densely adherent to surrounding structures.¿ (B)(6) 2012 - removed a long piece of hard plastic mesh most consistent with the ring from composix kugel hernia mesh (device #3). Also removed several other pieces of mesh that were in the wound as well. There is a lot of granulation tissue. (B)(6) 2012 - patient was diagnosed with infected mesh thereby underwent repair with the removal of composix kugel mesh (device #3), closure of ventral hernia. Per operative notes, ¿the area of composix kugel hernia patch (device #3) was detected, and dissection was carried out dividing the hernia sac and fascia cranially. The mesh was (device #3) dissected in its entirety.¿ (B)(6) 2012 - patient was diagnosed with left inguinal hernia mesh infection & persistent right groin wound thereby underwent repair with the removal of left inguinal hernia mesh 3dmax (device #1). Per operative notes, ¿made an incision through the left groin hernia repair incision and dissected down to the fascia into the inguinal canal dissecting the inguinal structures including the ileal long nerve. Found a pocket of watery purulent material with the hernia mesh. Removed the mesh (device #1). The right groin wound was debridement.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged on (B)(6) 2009 patient underwent revision surgery for incision and drainage of abdominal wall abscess and debridement into and including subcutaneous tissue of abdominal wound, and on (B)(6) 2013 for open repair of recurrent right inguinal hernia and open incisional hernia repair.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of 3dmax mesh, patient was diagnosed with nerve damage, infection, hernia recurrence, purulent discharge thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection as a possible complication(s). The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ note, the manufacturing date (15-jan-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no.), d6.b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax mesh (device #1). An additional supplemental emdr was submitted to represent the composix kugel mesh (device #3) and additional emdr was submitted to represent the 3dmax mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.